Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The patient¿s nurse stated the patient broke out and developed blisters while wearing the sensor. Sensor insertion site and date were not available. No additional event or patient information is available.